Event description:
The cin rec'd medwatch#440063000019980005 stating "the large clip applier malfunctioned after firing. The piece that pushes the clip down came off track." 2/19/98 it was reported the mcl20 clips scissored and a nurse reported she thought the feeder bar popped out. Another mcl20 was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
The applier was received with a damaged feed bar and floor, no functional testing could be performed due to the applier's physical condition.